Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was in the settings mode. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). It is not known when the alleged issue first began. Although the patient's testing frequency is not known, the patient indicated he manages his diabetes with metformin (dosage not specified). It is not known if the patient tested with a secondary/ back-up meter after the alleged issue occurred. According to the csr's documentation, the patient denied taking any action in response to the reported meter issue and the patient also denied developing any symptoms as a result of the reported meter issue. On (B)(6) 2012 (time not specified) the patient reportedly obtained a blood glucose reading of 'hi' with the emergency medical service's (ems) meter and was soon after transported to the emergency room (ER). The reason the ems was contacted is not specified and it is not clear what the patient's blood glucose reading was with the subject meter prior to calling the ems. According to the csr's documentation (at 9pm) while in the ER, the patient reportedly attempted to test with the subject meter; however, the meter reverted to the set up mode, and at the same time, the patient reportedly was administered insulin by an hcp as treatment. The patient's blood glucose reading with the ER's meter, prior to treatment, is not known. It is not specified when the patient was discharged from the ER and it is not known if the patient tested with the subject meter prior his release. At the time of the troubleshooting, the csr noted the alleged issue was not resolved with training. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claims he was unable to test his blood glucose due to the alleged issue. The patient reportedly obtained a blood glucose reading of 'hi' with the ems' meter and was reportedly treated by an hcp for severe hyperglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.